Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings, compared to a doctor¿s meter and compared to another meter (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2017 when she obtained what she felt was an inaccurate high result with the subject meter. The exact reading was not provided. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient also claimed the subject meter read inaccurately high compared to a doctor¿s meter, but was unable to provide the exact results. The tests were performed within 30 minutes of each other. The patient also reported that the subject meter read ¿20-23 points higher¿ than her old meter, the exact results were not provided. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with oral medication (metformin), diet and exercise. It was not reported if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient claimed that 15-20 minutes after the alleged issue started, she developed symptoms of feeling ¿sweaty, hot and dizzy¿. In response to the symptoms, the patient claimed she consumed food and drink. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr noted the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.